Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
UDI is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The product was in good condition. There was motor rate error in the event history log. Occlusion test was performed and the reported problem was duplicated; this was due to leadscrew nut was too tight. The root cause was deemed to be incorrect assembly by the customer. Actions were taken to mitigate the reported issue: gauging leadscrew nut, replaced worm coupling, worm gear, motor bracket, delrin washer, leadscrew and clutch halves for preventive due to parts were found old, dirty and worn out due to normal wear; performed occlusion test which passed.